Event description:
The customer reported via phone call that they fell off their boat and were in the water for five minutes. The customer was wearing the insulin pump. The insulin pump had a constant tone. The screen on the insulin pump was blank and when they pressed the act button the battery and reservoir icon came up. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was monitored for 24 hours and no constant tone or blank display noted. Moisture damage found on lcd board. Unit had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.